Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a cardioversion for atrial fibrillation, a low high voltage impedance alert was observed. Testing noted high voltage impedance to be less than 5 ohms. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that an insulation defect was observed on the ventricular lead during the explant procedure. Additionally, the ventricular lead was adhered to the atrial lead, causing the atrial lead to become dislodged during the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion breaching the optim sheath was noted at 13.1-13.2 cm from the connector pin consistent with friction to device can. External insulation abrasion breaching the optim sheath was noted at 29.6-29.9 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. External insulation abrasion breaching the optim sheath was noted at 43.2-43.4 cm from the distal end consistent with friction to device can. The silicone insulation was intact at these locations.

Event description:
Related manufacturer reference number: 2938836-2019-04984.